Event description:
It was reported that the display on the insulin pump went blank. The reported blood glucose reading was 231 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.